Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the upper y-site needle-less connector of a clearlink system, non-dehp continu-flo solution set leaked. This issue was identified during lipid infusion. The total parenteral nutrition (tpn) and lipids had to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. Visual inspection using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the sets with a bag of sterile water and no leak was observed in all samples. The samples were left running for 24 hours, simulating the usage process and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.